Manufacturer narrative:
As reported in a research article, complications form implant of a mechanical heart valve included valve thrombosis, cardiogenic shock, stroke/tia, bleeding events, permanent pacemaker implantation, pannus formation, paravalular leak, coronary ischemia, mitral regurgitation, patient-prosthesis mismatch and reoperation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "aortic valve replacement in pediatric patients: 30 years single center experience" was reviewed. This research article is a retrospective single center experience to report long-term outcomes after different aortic valve replacement (avr) options. Carbomedics, st. Jude medical mechanical valve, on-x, duromedics, ats, bjork-shiley monostrut, inspiris resilia, mosaic, sorin pericarbon stentless, freesyle, homograft bank, decellularized corlife, cyrolife homograft were the valves associated with this study. The article concluded that re-operation was less frequent in the mechanical avr cohort than in the biological avr cohort consisting of homografts and bioprosthetic valve replacements. The primary author of the article is johanna schlein,university clinic of cardiac surgery, medical university of vienna, waehringer guertel 18-20, 1090 vienna, austria. The correspondence author of the article is daniel zimpfer, university clinic of cardiac surgery, medical university of vienna, waehringer guertel 18-20, 1090 vienna, austria with the corresponding email: daniel.zimpfer@meduniwien.ac.at.